Manufacturer narrative:
Smiths medical received one medfusion® 3500 syringe pump for analysis in excellent condition. The device history record was reviewed and showed that a motor rate error occurred. The power up process, flow test and occlusion test were performed with ability to duplicate complaint. The main pc board is noted to be worn out, component does not operate as intended as a result of normal wear. The pump was reported to have an old board with a green super cap. There was no fault found as the root cause as the pump tested is older than 13 years old. The issue was caused by normal wear.

Event description:
It was reported that a motor rate error occurred with a smiths medical medfusion® 3500 syringe pump. There was no reported adverse patient effects.